Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak . The machine alarmed. Estimated blood loss was approximately 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on the same machine. The sample has been discarded by the user facility and is not available for evaluation.